Event description:
Description of event according to initial reporter: the patient previously underwent thoracic endovascular aortic repair (tevar) on (B)(6) 2023 for a pseudoaneurysm at the distal anastomosis following total arch replacement (tar). A zenith alpha device (zta-p-34-161-w1) was deployed at that time. Although a descending aortic aneurysm already existed in 2023, treatment was deferred due to concerns regarding paraplegia, and the patient subsequently dropped out of follow-up. At the hospital, the descending aneurysm was re-identified, and tevar was scheduled for (B)(6) 2026. Following standard procedural steps, a stiff wire was advanced, and the distal device (zta-p-32-155-w1) was delivered to the target site. During deployment, the proximal segment of zta-p-32-155-w1 overlapped with the previously implanted zta-p-34-161-w1; however, the first stent segment remained constricted. Even after removing the trigger wire, the constriction persisted. When the delivery system was withdrawn, the device expanded; therefore, an additional proximal device (zta-p-38-217-w1) was introduced. After deployment, the same localized constriction was clearly observed again, and angiography confirmed persistent narrowing at that segment. It was suspected that the device had become entrapped within a suture loop fixed to the distal portion of the previously implanted zenith alpha graft. A coda balloon was used in an attempt to sever the suture, which was successfully achieved. Full expansion of the stent graft was confirmed, and the procedure concluded after verifying the absence of any endoleak. After zta-p-38-217-w1 was deployed, the same localized constriction was again clearly observed. This indicates that the first stent graft (zta-p-32-155-w1) and the second stent graft (zta-p-38-217-w1) overlapped at that constriction. In addition, the previously implanted zta-p-34-161-w1 also overlapped at the same site, resulting in triple overlapping over approximately 15 mm, according to the sales rep. The constriction of the first zta-p-32-155-w1 had not been resolved before the next device, zta-p-38-217-w1, was placed. When the device was lowered slightly, the proximal marker of the graft appeared to expand, leading to the assumption that the stenosis had been resolved.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.